Event description:
Pt had a car accident on (B)(6) 2012 that was reportedly associated with atrial fibrillation. A loss of consciousness was also reported but it is unk whether pt lost consciousness before or after the accident. The cause of loss of consciousness is also unk. Pacemaker was checked on (B)(6) 2012 and device behavior was found normal. A fallback mode switch episode lasting approx 5 hrs was recorded; timing of this episode could be correlated with time of loss of consciousness. Pacemaker was reprogrammed from safer mode to ddd mode. Though no anomaly is suspected for this device, an analysis of its functioning is requested.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.